Manufacturer narrative:
(B)(4).a sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
The customer reported to baxter u.s. One (1) clearlink system non-dehpcontinu-flo soln set that "popped off" from the upper y-site of the primary set. There is no patient involvement reported. No injury or adverse event is reported. It is unknown if a sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). The customer specified that chemotherapy was leaking and exposed to the patient during an infusion. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.